Manufacturer narrative:
Section h "the type of reportable event" has been corrected. It was submitted as serious injury by mistake. There was a malfunction of the device and no indication of actual or potential for harm or death has been reported.

Event description:
The event occurred in the us. It was reported that the battery voltage dropped on the rotaflow console during patient use. No patient harm was reported. Patient admitted to lung rescue unit (lru). Patient was scheduled to go to CT and when ECMO specialist unplugged machine the battery voltage dropped to 22 volt. The console was switched out with another one. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the battery voltage dropped on the rotaflow console during patient use. No patient harm was reported. Patient admitted to lung rescue unit (lru). Patient was scheduled to go to CT and when ECMO specialist unplugged machine the battery voltage dropped to 22 volt. The console was switched out with another one with no consequences for the patient. A getinge field service technician was onside to investigate the affected rotaflow console with s/n (B)(4) and the technician was able to confirm the reported failure. The root cause for the battery failure could be determined as the lifetime of the battery. The battery was due for replacement as of (B)(6) 2021. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system (B)(4). Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was reported that the battery voltage dropped on the rotaflow console during patient use. No patient harm was reported. Patient admitted to lung rescue unit (lru). Patient was scheduled to go to CT and when ECMO specialist unplugged machine the battery voltage dropped to 22 volt. The console was switched out with another one. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).